Event description:
The pump was returned to animas and was investigated by product analysis. Evaluation revealed that the force sensor was out of calibration and contamination was found in the force sensor assembly.

Manufacturer narrative:
The initial report was made based on the results of evaluation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: during testing, the load cartridge step failed to recognize the cartridge. The pump was opened and found contamination in the force sensor assembly. The force sensor was tested and was found to be out of calibration. (B)(6). Correction/removal reporting number: 2531779-03/24/2010-003-r.